Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm was present on the device due to battery issues. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6). In a good faith effort (gfe) response from the authorized service provider (asp) received on (B)(6) 2023, it was clarified that the battery failure was that the battery not charging at all. The asp provided that the issue was resolved by replacing the v60 lithium-ion battery. It was stated that the replaced part would be returned, but the tracking information was not provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00236. All information from the original report(s) has been transferred to this report.